Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the flex arm would not tighten. No patient complications were reported.

Manufacturer narrative:
Additional information: the product was returned for evaluation. Functionally evaluated the instrument's rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.